Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead showed over three hundred short v-v intervals. It was stated that it is unknown whether the lead is stable or requires replacement. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing. Two non-sustained ventricular tachycardia episodes with v-v intervals less than 220 milliseconds occurred on (B)(6) 2015. The sensing integrity counter (sic) increased by 387 since the last session 282 days ago; the lifetime sic total is 11028.